Event description:
Accroding to the available information the device was removed because the customer said they heard a loud bang during sexual intercourse and from that point in time the implant did no longer work.